Event description:
The unit was returned to the int'l service center when the harmonic scalpel was tested an error in the footswitch was indicated. The footswitch shows no function. There is no further info available.